Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received corrected that the patient was hospitalized until (B)(6) 2019, at which time the event recovered/res olved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the day after a pipeline implantation procedure, the patient experienced stress cardiomyopathy. The pipeline device was implanted on (B)(6) 2019 to treat an 11mm x 5mm saccular aneurysm of the right internal carotid artery c7 segment with a neck diameter of 5mm. There was no noted device malfunction. The event required diagnostic ech and coronography. The event resulted in prolonged hospitalization of the patient but was not considered life-threatening and did not cause the patient any disability. It was noted that the event was not related to the pipeline device but was probably related to the procedure. It was indicated the patient was discharged on (B)(6) 2019 and the event was resolved without further medical intervention. Additional information received reported that site reported serious ae of stress cardiomyopathy (takotsubo) as related to study procedure but not the device. Diagnostic tests were performed. No action was taken for the event. The event was resolved on (B)(6) 2019 with patient discharge.